Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Tech support requested the customer send in the study for review, but they advised that they do not have a copy of the study to send in. Follow up information received from the customer indicated that the patient had the capsule removed due to pain, difficulty breathing and vomiting, but that the patient status was stable. (B)(4) -according to the reporter, they had a short study. Tech support requested the customer send in the study for review, but they advised that they do not have a copy of the study to send in. Follow up information received from the customer indicated that the patient had the capsule removed due to pain, difficulty breathing and vomiting, but that the patient status was stable.